Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although, it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Surgery: anterior lumbar interbody fusion it was reported that the patient presented with l3, l4 lumbar instability and underwent anterior lumbar interbody fusion procedure u sing rhbmp-2/acs and lt peek cages.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.